Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported the patient was not getting enough pain relief and the device was in the way of an imaging study needed. The current status of the device was unknown and the patient¿s weight was reported as (B)(6). No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding the patient. The healthcare provider reported that they were sought by the patient to have their device removed for MRI consideration. They stated that the device never gave the patient enough pain relief. Electrocautery and MRI consideration information were reviewed. No further complications were reported. The patient was implanted for non-malignant pain.